Manufacturer narrative:
The reported event of guardrails stopped a pca bolus file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. The customer stated that there was no patient involvement. CAPA reference (B)(4).

Event description:
The customer reported a nurse could not give a bolus to a patient because it exceeded the guardrail limit. The patient was on a maximum dosage of fentanyl. There was no patient harm.